Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision in the right eye. The clinical reason was dysphotopsia. The intraocular lens was explanted and exchanged in a secondary procedure for atiol (advanced technology intraocular lens) lens. Additional information has been requested and received stated that patient had dysphotopsia and decreased contrast sensitivity and was not happy with distance vision and there was no improvement with refraction. The patient issue has been resolved after lens exchange. The patient was not hospitalized and the surgeon prognosis was good.